Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Analysis was unable to verify for operating currents including low battery or off no power alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.